Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.

Event description:
It ws reported the pump was dropped and the corner of the touch screen shattered. The back lighting on the pump has went out and the touch screen is now unreadable. No impact to customers' blood glucose level.